Event description:
Event occurred during a stroke thrombectomy. Colossus successfully tracked zoom 71 to a right m1 thrombus. Upon removal, the wire got snagged inside the catheter and then fractured. There is a small fracture and unspooling in the distal 1.5cm and a full fracture around 10cm. The entire wire was able to be removed from the catheter and the patient did not retain any of the wire. There was no patient injury. The thrombus was successfully removed on the first pass and no re-access was needed.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.